Event description:
Device evaluation revealed a buckled upstream occlusion seal, the downstream occlusion seal wasn't flush with the chassis, and the pump was showing a red screen upon power up. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was not flush with the chassis and the upstream occlusion (uso) seal was buckled. The event history log was reviewed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed a red screen due to the software collapse. Functional testing was performed. The dso ad uso seals were replaced, and the software was updated.